Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the down button of insulin pump could be unresponsive at times. Customer stated that the insulin pump received unexplained no delivery alarms and had rejected new batteries often. Customer stated that the insulin pump had to rewind more than once per prime and backlight did not always work. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.